Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report #. Supplemental rationale: corrected data: b5, h6, h11. 58 previously reported events were included in this follow-up record. Product return status: 54 devices were evaluated based on historical data analysis. 4 devices were received. Evaluation findings (results/components) 54 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 1 device: lubrication problem identified, no device problem found / device ingredient or reagent 1 device: lubrication problem identified, overheating problem identified / bearings, device ingredient or reagent. 1 device: degradation problem identified, wear problem, no device problem found / bearings. 1 device: wear problem, overheating problem identified / bearings. Product disposition: 40 devices: scrapped by stryker. 18 devices: product not received.

Event description:
No change.

Event description:
This report summarizes 58 events for the failure: overheating of device. 42 events had problem identified during non-clinical procedure; there was no patient involvement. 15 events had no health consequences or impact. 1 event had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 58 events were reported for this quarter. Product return status: 22 devices had investigation types that have not yet been determined. 36 devices were received. Additional information: 58 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 58 events for the failure: overheating of device. - 42 events had problem identified during non-clinical procedure; there was no patient involvement. - 15 events had no health consequences or impact. - 1 event had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99128. Supplemental rationale, corrected data: b5, h6, h11. 58 previously reported events were included in this follow-up record. Product return status, 54 devices were evaluated based on historical data analysis. 4 devices were received. Evaluation findings (results/components). 54 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 1 device: lubrication problem identified, no device problem found / device ingredient or reagent. 1 device: lubrication problem identified, overheating problem identified / bearings, device ingredient or reagent. 1 device: degradation problem identified, wear problem, no device problem found / bearings. 1 device: wear problem, overheating problem identified / bearings. Product disposition. 40 devices: scrapped by stryker. 18 devices: product not received.